Manufacturer narrative:
Device investigation: results: the filter fitting has a filter stuck in it and is partially unscrewed from its mounting. The pump was plugged in and turned on. When blocked with a gloved finger the vacuum reached -26.5 in hg. The fitting had to be immobilized with a wrench to remove the filter. The pump is functional but damaged. The complaint states that the "pump stopped" working. This is inaccurate. The filter was over-tightened in the fitting and could not be removed without tools. During the attempt to remove the filter without tools the fitting was loosened, rendering the pump unusable without repair.

Event description:
The pump has not been working correctly for awhile. The issue was not reported until a penumbra representative was at the site. A back-up pump was available for use.